Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported going to bed ¿feeling normal¿ with cgm readings in the ¿normal range¿ (no specific values were reported). Overnight, the patient experienced a short seizure in his sleep. This resulted in the patient hitting his head but it was reported this did not cause ¿any major injury¿. The patient¿s cgm was in a brief sensor issue state at this time. It was not clarified if there was a bg meter reading taken. The patient was wearing a tandem insulin pump. The patient did not provide any details on what treatment he may have provided himself after his seizure ended. He also did not seek any assistance from a higher level of care. After an hour, the patient patient¿s cgm reading appeared and was showing low mg/dl while the bg meter reading was 262 mg/dl. Shortly after this, the cgm showed another ¿brief sensor issue¿ and then the sensor failed. The patient declined to provide dexcom technical support with any further event information as he had a ¿brutal headache¿. The patient stated he was ¿overall okay¿ despite his headache. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.